Manufacturer narrative:
The investigation for the console (aic) system self check error has been completed. Data logs were reviewed which showed that during boot up, the console began having pbm communication errors. This failed communication caused the console to have a system self check as described in the complaint. The console was returned for evaluation. The failure mode from the field was reproduced. The pbm board was found to have a corroded trace that carries communication for pbm1. The corrosion was caused by a leaking super capacitor on the pbm. A firmware check confirmed that pbm1 was not communicating correctly. The cause of the pbm communication failure was a contaminated communication pcb trace.

Event description:
The complainant in japan reported that during the automated impella controller (aic) self-check, the message self-diagnosis failed displayed. Troubleshooting was unsuccessful. The aic was replaced. There was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.